Event description:
A log review for a possible over infusion of morphine was requested. Details of the event were reported as follows: the rn changed pca morphine syringe at 1917 with 50 ml new syringe. At 2127, a new pca syringe was hung because old syringe was empty. The setting on the pca was 1 mg every 10 min for lock out of 12 mg/hr. The morphine syringe was 1 mg/ml concentration, 50 ml volume. The customer suspects the rn selected the incorrect drug and concentration of hydromorphone (0.2 mg in 1 ml) instead of morphine. No IV set was saved. No pt harm was reported and no medical intervention was required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer indicated that the devices have been sequestered but prefer to proceed with an event log review. The data set and event logs have been received. A f/u report will be submitted once the eval has been completed.